Event description:
It was reported that pump experienced malfunction that caused screen to go dark and not turn on, and after being connected to a known working power source, screen turned on and displayed malfunction code. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to switch from old pump to new mobi pump using an alternate compatible phone. Customer used loaner backup mobi to ensure insulin delivery continued.